Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was reportedly elevated, however, customer could not provide additional information regarding bg level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.